Manufacturer narrative:
It was noted by the treating clinic that the patient had surgery in his axillae 8 years prior to miradry treatment. The clinic noted that the atheroma was possibly existing before treatment, and may have caused the abscess and necrotizing skin. Miradry is not recommended for patients who have had previous axillary surgery as the dermis and fat interface layer may have been altered from the previous surgical procedure. The rate seen (103 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Two weeks post miradry treatment, patient felt something inside right axilla, patient went to clinic and an abscess and necrotizing skin were found. Patient was treated with prostaglandin and gauze was applied. Clinic reports that patient has been improving over the course of one month.